Event description:
Account said the head is drifting.

Manufacturer narrative:
Account said that he replaced the head up valve and this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.